Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had performance breakage suture. It was received for analysis two unopened samples of product code w748, lot mp6420. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-85309 and 2210968-2019-85310. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used for closure of a dehiscence in the abdominal wall. During the procedure, the suture snapped repeatedly when tension was applied for tying. There were no adverse patient consequences reported. No additional information was provided.